Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server displayed non formulary medication on pyxis, but the medication was formulary. A technical support specialist (tss) checked the medication ID and was unable to locate it in the pharmacy formulary within the pyxis enterprise server (pes). The tss shared related knowledge article (ka) 'unable to remove med: 'one or more items are not in the formulary. Cannot remove' to the customer to resolve the issue. The customer followed the seps provided by the tss in ka and the issue had been resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, a non-formulary medication was displayed in the system. The customer reported multiple attempts on the 2nd floor berkeley unit to send the dexamethasone 20 mg in ns 100 ml vial 2 bag order to pyxis, but nursing was unable to pull the medication each time. Although dexamethasone bags, and the correct vial 2 bag adapters had been loaded in pyxis, the adapters were not built into the order. At verification, the order correctly defaulted to the 2nd floor pyxis however, when the nurse attempted to pull the medication under the patient profile, pyxis would not allow the pull and displayed a warning indicating the vial was non formulary. The nurse reported that the vial appeared greyed out under the patient's name. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.